Event description:
The pt reported that he was allergic to morphine and had been throwing up. He had nausea, vomiting, and a migraine three days after a pump refill. The pt had been to the emergency room. He had gone to another hcp who told the pt he was getting too much morphine in his pump. The pt also reported that he felt like the device was cutting him near his catheter pathway. He called the MFR from home and was frustrated with his situation.

Manufacturer narrative:
.